Event description:
It was reported that the patient went to the hospital two weeks before the operation because the inflatable penile prosthesis (ipp) did not work properly. There was a crack in the cylinder connecting tube. The pump was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the inflatable penile prosthesis (ipp) did not work properly. There was a crack in the cylinder connecting tube. The pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Under microscopic observation, contamination was found within the momentary squeeze (ms) pump. The ms pump kink resistant tubing (krt) was worn to the filament. The ms pump had a hole with a leak from wear. Due to the noted contamination, the ms pump was not functionally tested.